Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced seven occurrences of an air detected set alarm. This condition interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary service event opened during investigation of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.